Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the clamps on the palindrome catheters do not open up all the way, creating a kink in the catheter that decreases the blood flow. For one patient, the catheter had to be removed and replaced due to decreased flow.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.